Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a shock during an episode of atrial driven atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This product investigation is still in progress. This report will be updated when product investigation is complete.